Event description:
It was reported that the er220 was used during a vascular and digestive procedure. It was reported by the affiliate that the first device had scissored clips. The 2nd device would not deliver (gap). There was no consequences to the pt. Affiliate states that the customer discontinues use of this product until an answer is given.

Manufacturer narrative:
Tracking #.50925. Ees #.982252/a. Device-a.